Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the customers blood the load sequence. The customer re-loaded the cartridge to resolve the issue.glucose level was 206 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.